Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon could not get the gun to fire. A second gun was opened and used without incident. The device came from a fdc16 flex tray (lot# l01h5x). No other info was available. There was no consequence to the pt.